Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer blood glucose was in 300s and after meal seems like he was in 450s mg/dl. Customer¿s current blood glucose is 275 mg/dl. The customer states if the blood glucose is 400 mg/dl give a shot. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the pump. Troubleshooting was done for high blood glucose and no delivery and customer reports event resolved by complete set change. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be and the reservoir will not be return for analysis.